Manufacturer narrative:
(B)(6).

Event description:
An error 110a-proximal pressure sensor autozero failed was reported. It is unknown if there's patient involvement when this incident occurred.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered.the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse sent the customer the data acquisition (da) pcba replacement. The customer replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.